Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: the black box showed a call service alarm to check bg reminder on (B)(6) 2015 leading to a drastic vm drop and a call service replace battery alarm on (B)(6) 2015. There was no evidence of a short battery life observed. The battery cap and cartridge caps were not returned. A test battery cap and cartridge cap were used. The pump ¿ez-prime¿ steps were performed correctly. No alarms occurred during the investigation; all current draws were within specifications. The ¿short battery life¿ complaint could not be duplicated. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)